Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that there was an error in the log in viewing station board. Representative reported that power supply board, viewing station power board and positioner motion controller were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system would not perform 2d and 3d image acquisitions. There was no patient present at the time of issue.

Manufacturer narrative:
The suspected power supply was returned to the manufacturer for analysis. Analysis found that bench test failed and power supply had no output voltage. Confirmed faulty power supply. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The cable was returned to the manufacturer for evaluation. After functional and performance testing a visual and physical examination occurred and was observed that the failure could not be reproduced. The cable passed all testing, when the cable was installed into a different system it readied and functioned as expected.

Manufacturer narrative:
The power board of the viewing station for the imaging system was returned to the manufacturer for analysis. Analysis found that the system would initialize when the board was installed in a known operational imaging system. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
The positioner motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.